Event description:
Device/procedure outcome: unable to use device - attempted, procedure - no information available patient outcome: f23: unexpected medical intervention, f1901: additional surgery. Event description: ecn event description: this case was a persistent afib ablation, using the farawave catheter for ablation, abbott mapping system, volta ai system as well as a large bore agilis sheath. No effusion was noted at baseline at the start of the procedure. Transeptal was performed using an abbot sl1 sheath and a brk needle, and then exchanged for the 13f agilis sheath. Patient was stable during the entire ablation of the veins and posterior wall. Physician attempted to reach an area at the end of the procedure for an additional focal lesion on inferior posterior wall of la near septal inferior mitral annulus region. There was significant torque on the sheath and the physican was not able to reach successfully. It was decided that we were done with the procedure and word not attempt the focal area, but immediately following there was a significant drop in the patients blood pressure noticed by anesthesia. Physician assessed pericardium using ice and noted a very large pericardial effusion, the patient went into cardiac tamponade and ultimately a sternotomy was performed, the patient remained stable and was airlifted to another neighboring hospital for surgery. Patient present at time of event?: yes patient complications: pericardial effusion, cardiac tamponade in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: pericardiocentesis and a sternotomy patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital?: yes. Discharge date (mm/dd/yyyy): (B)(6) 2025. Patient outcome: unknown procedure number: pn-2892869. Event date: 2025-10-29 .as reported device codes: 2099: no known device problem as reported patient codes: 9221: pericardial effusion, 9042: cardiac tamponade

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.